Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alert them that they needed to change the battery and had died on them. The customer also reported that the device had alarmed a post-reset ram crc and power loss alarm. The customer's blood glucose during the incident was 155 mg/dl. Troubleshooting was performed for the post-reset ram crc alarm. They were advised to monitor the insulin pump. The product will not be returned for analysis.